Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-70 serial #: (B)(4) description: infiniontm cx 70 cm lead.

Event description:
A report was received that the patient was experiencing pain under her left breast. The physician stated that it was unknown if left breast pain was device related. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well post-operatively.